Manufacturer narrative:
(B)(4). Concomitant products: 110010262, g7 osseoti multihole 48mm c, 6148669. Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not fix into the shell. The surgery was completed with a backup product. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Visual inspection of the liner confirmed the event, gouges were found on the liner's rim, side wall, and scallops, three indentations were found on the liner's outer radius. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.